Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 14 to 600mg/dl. Customer indicated that he treated with the pump for the 600mg/dl but found that the 600mg/dl was not a true reading. Customer indicated that his blood glucose went to 14mg/dl because he incorrectly treated for the high of 600mg/dl. Customer declined further blood glucose troubleshooting and indicated that he was treated at the hospital and then released.